Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed in a revision surgery on (B)(6) 2025 due to pain and two broken screws. The two broken screws were discovered via radiographic image during a post-operative follow-up on (B)(6) 2025. The patient's bones were completely fused/healed. The distal tips of both broken screws were retained as the surgeon was unable to remove them. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed in a revision surgery on (B)(6) 2025 due to pain and two broken screws. The two broken screws were discovered via radiographic image during a post-operative follow-up on (B)(6) 2025. The patient's bones were completely fused/healed. The distal tips of both broken screws were retained as the surgeon was unable to remove them. Additional information from the surgeon indicates the patient felt a "pop" followed by pain during physical therapy. The physical therapist was having the large male patient stretch his barefoot without support, which the surgeon believes is the cause of what the patient experienced. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the available information, the patient's post-operative activity/care likely subjected the screws to excessive bending stresses, which resulted in what was reported. The company will supplement the MDR as necessary and appropriate.